Manufacturer narrative:
The distal rca target lesion was reported to be: de novo, 2.8 mm vessel diameter, 20 mm length, heavily calcified, not tortuous, no thrombus present, a 90% stenosis, and type b2. The lesion was pre-dilated with an unknown (non-cordis) balloon catheter. Three cypher stents were implanted in overlapping fashion (from distal to proximal): a 2.75 x 18 mm (stent #1), at 12 atm a 2.5 x 23 mm stent (stent #2) at 12 atm, and a 2.5 x 13 mm stent (stent #3) at 12 atm. Stent number one and number three were post-dilated. The residual stenosis and final dissection grade was 0%. The flow pre-procedure was timi 1 and post-procedure timi 3. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 3003742446-2010-00169 and #3003742446-2011-00151.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a vessel dissection post implantation of the index cypher stent. Two additional cypher stents were implanted to treat the dissection successfully. The index lesion treated was the distal rca. The lesion was described as type b2, 20 mm in length in a 2.8mm vessel reference diameter and heavily calcified. After pre-dilation with a non-cordis balloon catheter, a cypher 2.75 x 18 mm stent was delivered to the target lesion but failed to cross. On the next attempt, the stent was successfully implanted at 12 atm. An intimal dissection was noted after the implantation. Two additional cypher stents, a 2.5 x 23 mm and a 2.5 x 13 mm were implanted in overlapping fashion from distal to proximal. Timi flow was I pre-procedure and iii post procedure. The patient was discharged the day after the procedure. The stents remain implanted thus unavailable for analysis. The products were not returned for inspection. Manufacturing record (DHR) review was conducted and the products met quality requirements for product acceptance per the applicable manufacturing quality plan. Dissections are known potential adverse events during pci. In the precautions section of the IFU, it indicates that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion and may cause acute closure of the vessel requiring additional intervention, i.e. Placement of additional stents. This is an inherent risk of the procedure. Based on the information available, there are possible vessel characteristics (heavy calcification) and procedural factors that may have contributed to this event. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2010-00169 and #3003742446-2011-00151.

Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a total of three cypher stents implanted in the distal right coronary artery (rca) target lesion during the study index procedure: a 2.75 x 18 mm, a 2.5 x 23 mm and a 2.5 x 13 mm stent in overlapping fashion from distal to proximal. After pre-dilation with a non-cordis balloon catheter, a cypher 2.5 x 23 mm stent was delivered to the target lesion but failed to cross. On the next attempt, the stent was successfully implanted at 12 atm. An intimal dissection was noted after the implantation. Two additional cypher stent were implanted in overlapping fashion to complete the procedure successfully/treat the dissection. The patient was discharged the day after the procedure. The patient's troponin level was noted to be elevated post-procedure. Addendum: additional information was received for this (B)(4) study patient. The 12-month follow-up information was received. Originally it was noted that the cypher 2.75 x 18 mm stent was implanted causing a dissection necessitating implantation of two additional stents. The new/modified information received indicated that the dissection was caused by the cypher 2.5 x 23 mm stent in the distal rca necessitating two (2) additional cypher stents: a 2.75 x 18 mm and a 2.5 x 13 mm.